Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-3204, 3005099803-2010-03206, 3005099803-2010-03207, 3005099803-2010-03210, and 3005099803-2010-03236 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen electrode and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a console error occurred. The grounding pads were replaced and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Customer reported low blood glucose symptoms with result of 125 mg/dl obtained on the performa system. Customer's physician advised her to drink (B) (4) or sugar and to call an ambulance if low blood glucose symptoms did not improve after 30 minutes. Low blood glucose symptoms did not improve; customer was taken to the hospital and became unconscious. A lab value returned as 39 mg/dl and customer was treated with a glucose IV. Low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).